Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the patient was on impella rp flex support. While on support, placement signal and flow issues were noted. Patient became symptomatic with lower flows. Impella rp flex was removed due to low pump flows. The patient survived the event.

Manufacturer narrative:
The investigation placement signal issue has been completed. The pump was returned for investigation and passed all electrical testing. No biomaterial was found on the impeller or in the purge gap. Additionally, no issues were noted with the optical signal parameters or external damage to the dp sensor. Data logs show an upward placement signal with psnr alarms after 5 hours of case run, along with a loss of pump flow accompanied by an upward trend, with no noted trend in motor current. The cause of the placement signal issue was dp sensor drift. H6 medical device problem code 1248 was reported in error on manufacturer device report 1220648-2024-19306. Pump flow is calculated based on the dp sensor reading. Field use does not indicate true low flows but rather results from the dp sensor drift due to malfunction. The low pump flow failure mode was removed, and only keep the placement signal issue. The cause of the placement signal issue was dp sensor drift.